Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) had a broken plug on top. The epg will be returned for repair. There was no patient involvement.